Manufacturer narrative:
Section b5: additional information was received that, due to the instrument and trocar being removed simultaneously, the patient experienced some bleeding at the port site. The port incision was not enlarged to remove the instrument and cannula together. The bleeding was controlled with handheld electrocautery, and no further intervention was required. The customer clarified that there were no fragments that fell inside the patient, and no broken cables were noticed. No thermal damage was observed. The patient has not returned to the hospital with any complications. Intuitive surgical inc. (Isi) received the permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken piece(s) are not missing as a result of the breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm permanent cautery hook instrument (pch) instrument had difficulty moving, as it would not straighten. Efforts by the bedside assistant to remove and reinstall the instrument were unsuccessful because the tip angle prevented the instrument from passing through the trocar. Eventually, the trocar was pulled out with the instrument still inside, and more force was used to remove the instrument. Some yellow plastic from the distal end of the hook was possibly missing, but nothing was found inside the patient or on the field. The procedure was completed with no reported patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: b1, b2, g3, g6, h1, h2, h6, and h11. Correction data can be found in sections b1, b2, h1, h6, and h11.